Event description:
It was reported that the user experienced multiple infusion site failures and supply exhaustion, leading to a transition to subcutaneous insulin via pen to manage blood glucose, with one leaking site, one bent cannula, and one set lacking a needle; a goodwill order was issued to replenish supplies. Symptoms included abnormal blood glucose readings associated with a hyperglycemic event managed by injection therapy. Outcomes included the need for medical intervention in the form of subcutaneous insulin and logistical impact due to supply replacement. Investigation included internal complaint review and assessment of reported device use and infusion set performance. Investigation of this case revealed infusion set malfunctions and use of nonfunctional components at a school nurse¿s office, with no lot numbers available for evaluation. It was concluded that the cause of the hyperglycemic excursion was unclear given multiple site failures and unverified lot information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.